Event description:
It was reported that during percutaneous transluminal coronary angioplasty treatment procedure, balloon rupture occurred. Access was obtained via femoral artery. The 90% stenosed, eccentric, target lesion was located in the severely calcified and severely tortuous mid first diagonal branch. The lesion had a significant bend of >45 and< 90 degrees. A 2.00mm x 12mm maverick balloon catheter was used to treat the target lesion. The balloon was initially inflated at an unspecified inflation rate, however upon second inflation at 12 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the maverick 2 catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty treatment procedure, balloon rupture occurred. Access was obtained via femoral artery. The 90% stenosed, eccentric, target lesion was located in the severely calcified and severely tortuous mid first diagonal branch. The lesion had a significant bend of >45 and< 90 degrees. A 2.00mm x 12mm maverick2 balloon catheter was used to treat the target lesion. The balloon was initially inflated at an unspecified inflation rate, however upon second inflation at 12 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.